Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a midway 62 delivery catheter. During the procedure, the physician advanced the midway 62 delivery catheter to the target location to perform a contrast run. While attempting to inject contrast through the midway 62 delivery catheter, the physician noticed that the midway 62 delivery catheter was leaking contrast from a kink on the strain relief. Therefore, the midway 62 delivery catheter was removed. The procedure was completed using a non-penumbra access catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned midway 62 confirmed it was leaking from a kink underneath the strain relief. Kinks near the hub typically occur if the device is retracted from its packaging at an angle, or, if the device is manipulated at angles during flushing. A kink may result in a small hole in the catheter resulting in fluid leaking from the lumen. The root cause of the kink could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing.